Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to foreign matter was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, "black fm(smear) was found."

Manufacturer narrative:
The reported lot# 9203983 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® blood transfer device holder with female luer adapter. The following information was provided by the initial reporter, "black fm(smear) was found."